Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that during the maintenance on this device that the responded position was misaligned with the touched position. There was no patient involvement as this issue was noted during servicing on this device. The philips service technician evaluated the ventilator and the touch screen was calibrated but the phenomenon was not improved. The philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis on the returned touchscreen shows that the ul_lr / ur_ll resistance measurements are out of specification. The customer complaint of touchscreen out of specification was confirmed.